Event description:
Reporter indicated a vns pt had high lead impedance with diagnostics testing, and x-rays were sent to the manufacturer for review. Review of the x-rays did not identify any obvious lead breaks, but the lead pin was fully inserted into the generator header, ruling out a lead pin issue and making a lead fracture the more likely cause of the high lead impedance. Attempts for further information are in progress.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.